Event description:
It was reported that the patient died. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 28 mm promus premier select was deployed and stent damage was noted. Immediately after deployment of the stent, the patient experienced slow flow with severe chest pain and went into cardiac arrest. The physician tried to revive the patient, but the patient died.